Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was found cut approx. 12 cm distal to the is-1 connector pin. Only the proximal lead fragment was returned for analysis. In addition, the is-1 connector and the ventricular df-1 connector were cut each approx. 6 cm distal the connector pin. The visual inspection demonstrated cuts in the insulation which occurred most likely during the extraction procedure. Due to the fragmented state the electrical analysis was not properly feasible. However, the dc resistances of the received conductor fragments were measured without peculiarities. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approx. 115 months, oversensing with aborted charges in the ventricular channel was reported. No adverse patient side effects have been reported. The device was explanted.